Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The vio integrated electrosurgical generator unit (iesu) has been evaluated by the failure analysis (fa) team. Fa was able to confirm and reproduce the reported complaint. During iesu cautery activation, the (c-30) error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) replaced the integrated electrosurgical generator unit (iesu) due to the reported issue. The system was tested and verified as ready for use. As of the date of this report, the iesu has not yet been received by isi for evaluation. .

Event description:
It was reported that during a da vinci-assisted radical cystectomy surgical procedure, the nurse reported to the intuitive surgical, inc. (Isi) technical support engineer (tse) that the monopolar energy was not firing. The nurse stated that they had tried to change the monopolar curved scissors (mcs) instrument and the cautery cord without any success. The tse asked the nurse to restart the integrated electrosurgical generator unit (iesu) with no change. The tse asked the nurse to use the external energy pedal, and error c-38 happened. The surgery had resumed with an external generator. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following information: the customer had no additional information.